Event description:
Clinic notes reported that the physician had seen patient's in the past have breakthrough symptoms (appears to be seizures) as battery depletes. No clarification has been received to date.